Manufacturer narrative:
A supplemental report is being submitted to correct the event problem and for investigation completion. Product event summary: four (4) batteries (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis was not performed since log files were not available for analysis. As a result, the reported event could not be confirmed due to insufficient evidence. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported power consumption issue may be attributed, but not limited, to soldering defects, welding defects, and/or cell capacity loss due to degradation over time associated with the batteries reaching the end of their useful life. A possible root cause of the reported battery cycle counts greater than 500 can be attributed to the batteries reaching the end of their useful life. Additional products: d4: serial or lot#:(B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event d4: serial or lot#:(B)(6) h6: the codes present in section h6 correspond to components/products that comprise the reported event d4: serial or lot#:bat813603 h6: the codes present in section h6 correspond to components/products that comprise the reported event investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that four fully charged batteries depleted after three hours and thirty minutes and they also had greater than 500 charge cycle counts. The batteries were removed from service.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion additional products: d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-mar-2021/ serial or lot#: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 07-mar-2020 h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event d1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-oct-2020/ serial or lot#:( B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 19-oct-2019, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. D1: heartware ventricular assist system ¿ battery d4: model #: 1650 / catalog #: 1650/ expiration date: 31-mar-2021/ serial or lot#: (B)(6), UDI #: (B)(4), d9: no, h3: no, device evaluation anticipated, but not yet begun, h4: mfg date: 05-mar-2020, h5: no, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the battery was fully charged it was depleted faster than expected. Also, it was noted that the battery had greater than 500 charge cycle counts.  The battery was removed from use. No patient complications have been reported as a result of this event.